Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, lesion crossing difficulties were encountered. In 2004 a taxus express2 3.0 x 12 mm drug eluting stent was passed through the proximal lesion to treat a distal lesion in the obtuse marginal 2. The second taxus express2 stent, 3.5 x 12 mm, could not pass its target lesion location in the proximal circumflex. It was described as 70-80% stenotic with a 45 curve and lightly calcified. There were no reported patient complications and the procedure was completed using a different device. Analysis found stent strut damage.